Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, the normal saline (ns) and acid citrate dextrose solution a (acda) were correctly attached. It was also reported that the blood used during the procedure was provided by the red cross and 24 days old. The run data file (rdf) was analyzed for this event. Review of the run data file confirms seven occurrences of alarm cells were detected in plasma line from centrifuge. In red blood cell exchange (rbcx) procedures, the system generates this alarm when the (red blood cell) rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit (hct) was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. Rbc detector signals in the run data file remain higher than the set threshold for roughly the first 4 min of procedure time. During this time there were two occurrences of the alarm cells were detected in plasma line from centrifuge. The signal then steadily increased and at 35 minutes into the procedure surpassed the threshold once more, raising the alarm cells were detected in plasma line from centrifuge five more times. Review of the aim images show the cell interface had risen to the middle of the channel connector several times during this procedure, mostly in parallel with the occurrence of alarm cells were detected in plasma line from centrifuge. During rbcx, the cell interface should remain near to bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised by the aim system. Consider increasing the input patient hct in response to a high cell interface since this would lower the plasma pump flow rate and lower the cell interface as a result. A total of 13 inlet pressure was too low alarms occurred during this procedure, most of them towards the end of the procedure. It is not clear why all the high inlet pressure readings were observed. No clear root cause can be determined for these occurrences from review of the run data file. The product was not returned and therefore an evaluation could not be conducted. The customer submitted a photograph of the interface through the viewport to tbct clinical support which confirmed the plasma in the connector was red tinged in color. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero (0) reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. Review of the run data file confirms seven occurrences of alarm cells were detected in plasma line from centrifuge. In rbcx procedures, the system generates this alarm when the rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hct was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. Rbc detector signals in the run data file remain higher than the set threshold for roughly the first 4 min of procedure time. During this time there were two occurrences of the alarm cells were detected in plasma line from centrifuge. The signal then steadily increased and at 35 minutes into the procedure surpassed the threshold once more, raising the alarm cells were detected in plasma line from centrifuge five more times. Review of the aim images show the cell interface had risen to the middle of the channel connector several times during this procedure, mostly in parallel with the occurrence of alarm cells were detected in plasma line from centrifuge. During rbcx, the cell interface should remain near to bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised by the aim system. Consider increasing the input patient hct in response to a high cell interface since this would lower the plasma pump flow rate and lower the cell interface as a result. A total of 13 inlet pressure was too low alarms occurred during this procedure, most of them towards the end of the procedure. It is not clear why all the high inlet pressure readings were observed. No clear root cause can be determined for these occurrences from review of the run data file. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported possible hemolysis in the plasma line from the centrifuge during a red blood cell exchange. Per the customer, a custom prime was performed due to low hematocrit (hct). The patient reportedly also had a high white blood cell (wbc) count, however the attending physician believed this was due to a viral infection and instructed the nurse to continue with the procedure. Approximately three minutes into the procedure, the customer stated that the device alarmed rbc incorrect. The nurse disabled the alarm, reviewed the fluid data, and then corrected the hct from 62 to 70. The procedure was restarted with no issues until approximately halfway, when the device alarmed cells detected in plasma line from centrifuge and the nurse observed orange/red plasma at the connector. The attending physician reportedly could not confirm that the possible hemolysis was due to disease state or other treatment or medication. The customer stated there were no clots observed in the channel or channel lines. The patient was discharged home with stable labs and no medical intervention was reported. The disposables set is not available for return because it was discarded by the customer.

Event description:
The customer reported possible hemolysis in the plasma line from the centrifuge during a red blood cell exchange/ per the customer, a custom prime was performed due to low hematocrit (hct). The patient reportedly also had a high white blood cell (wbc) count, however the attending physician believed this was due to a viral infection and instructed the nurse to continue with the procedure. Approximately three minutes into the procedure, the customer stated that the device alarmed ¿rbc incorrect¿. The nurse disabled the alarm, reviewed the ¿fluid data¿, and then corrected the hct from 62 to 70. The procedure was restarted with no issues until approximately halfway, when the device alarmed ¿cells detected in plasma line from centrifuge¿ and the nurse observed orange/red plasma at the connector. The attending physician reportedly could not confirm that the possible hemolysis was due to disease state or other treatment or medication. The customer stated there were no clots observed in the channel or channel lines. The patient was discharged home with stable labs and no medical intervention was reported. The disposables set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.11. Manufacture and expiry date are not available at this time. Investigation: per the customer, the normal saline (ns) and acid citrate dextrose solution a (acda) were correctly attached. It was also reported that the blood used during the procedure was provided by the red cross and 24 days old. The run data file (rdf) was analyzed for this event. Review of the run data file confirms seven occurrences of alarm ¿cells were detected in plasma line from centrifuge¿. In red blood cell exchange (rbcx) procedures, the system generates this alarm when the (red blood cell) rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hematocrit (hct) was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. Rbc detector signals in the run data file remain higher than the set threshold for roughly the first 4 min of procedure time. During this time there were two occurrences of the alarm ¿cells were detected in plasma line from centrifuge¿. The signal then steadily increased and at 35 minutes into the procedure surpassed the threshold once more, raising the alarm ¿cells were detected in plasma line from centrifuge¿ five more times. Review of the aim images show the cell interface had risen to the middle of the channel connector several times during this procedure, mostly in parallel with the occurrence of alarm ¿cells were detected in plasma line from centrifuge¿. During rbcx, the cell interface should remain near to bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised by the aim system. Consider increasing the input patient hct in response to a high cell interface since this would lower the plasma pump flow rate and lower the cell interface as a result. A total of 13 ¿inlet pressure was too low¿ alarms occurred during this procedure, most of them towards the end of the procedure. It is not clear why all the high inlet pressure readings were observed. No clear root cause can be determined for these occurrences from review of the run data file. Investigation is in process; a follow-up report will be provided.

Manufacturer narrative:
Manufacture and expiry date are not available at this time. Investigation: per the customer, the normal saline (ns) and acid citrate dextrose solution a (acda) were correctly attached. It was also reported that the blood used during the procedure was provided by the red cross and 24 days old. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis in the plasma line from the centrifuge during a red blood cell exchange/ per the customer, a custom prime was performed due to low hematocrit (hct). The patient reportedly also had a high white blood cell (wbc) count, however the attending physician believed this was due to a viral infection and instructed the nurse to continue with the procedure. Approximately three minutes into the procedure, the customer stated that the device alarmed ¿rbc incorrect¿. The nurse disabled the alarm, reviewed the ¿fluid data¿, and then corrected the hct from 62 to 70. The procedure was restarted with no issues until approximately halfway, when the device alarmed ¿cells detected in plasma line from centrifuge¿ and the nurse observed orange/red plasma at the connector. The attending physician reportedly could not confirm that the possible hemolysis was due to disease state or other treatment or medication. The customer stated there were no clots observed in the channel or channel lines. The patient was discharged home with stable labs and no medical intervention was reported. The disposables set is not available for return because it was discarded by the customer.